Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. The insulated-gate bipolar transistors (igbts) q12, q16, q6, q7, q8, and q10 on the defibrillator pca were shorted. The shorted igbts allowed high voltage to travel to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.